Event description:
The female pt died, the cause of death is unclear. The clinic is waiting for an investigation into the possible impact of the implant. Please note the date of death is approximate.

Manufacturer narrative:
The returned leads as well as the ICD proved to be without defects. No material defect or manufacturing error could be found. In particular, the signal detection of the ICD was ok. This is also confirmed by the fact that the ICD was still able to record episodes and perform capacitor charges after october 25. There was no device of the overall system.